Manufacturer narrative:
Physical inspection noted the device to be in fair condition with the instrument seal intact. The only observed anomalies were dull iui connectors and a broken sear. The primary set was observed to have a cut above the upper fitment and crush marks were observed. It is suspected that the damage occurred during transport, since the bag still had fluid and the customer made no report of leaking. Leaking was observed from this cut in the tubing. Functional testing was performed and found the device to be delivering fluid within specification.

Manufacturer narrative:
Concomitant medical products: 100 ml baxter bag ndc 0338-0017-48, lot number: p360347, exp: aug 18, 5% dextrose; 8100; pri tubing. The customer¿s report of an overinfusion was confirmed. Analysis of the pcu event log shows that at 7:01 pm on (B)(6) 2017 the device was programmed to infuse alprostadil ¿ peds 1000 mcg/100 ml at a rate of 0.16 ml/hr. The vtbi was programmed at 0.3 ml several times during the infusion. At 10:36 pm on (B)(6) 2017 the user changed the dose to 0.3 mcg/kg/min which made the rate 1.57 ml/hr, and changed the vtbi to 6 ml. The infusion was restored twice when the vtbi completed and continued at this dose/rate until 7:25 am on (B)(6) 2017 when the user changed the dose back to 0.03 mcg/kg/min. The volume recorded while infusing at 1.57 ml/hr (0.3 mcg/kg/min) was 13.7 ml. The root cause of the overinfusion was identified as user programming.

Event description:
The customer reported that a medication was intended to infuse at 0.03 mcg/kg/min; however, the medication was found infusing at 0.3 mcg/kg/min. There was no report of patient harm.